Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was attempted to be implanted in a patient for the endovascular treatment of a perforation of artificial blood vessel. It was reported that during the index procedure, 3 stents grafts were deployed, but during the release of the tip capture, when the handle was attempted to be turned and pulled back, there was a resistance that attempted to return to its original position and the device failed to be deployed. The entire device was then pulled back, and release was performed when the entire device was pushed, however the event was not resolved. It was stated that the when rapid pacing was completed, blood pressure could not be obtained due to ventricular fibrillation. Medication was given and hemodynamics was gradually stable. Touch up was performed with reliant balloon and rapid pacing was performed at the time of touch up. No endoleak observed during final angiogram. As per the physician the cause of the event can not be determined. No additional clinical sequel were provided and the patient will be monitored.

Manufacturer narrative:
Film evaluation summary: the reported difficulty to release the tip capture mechanism could be confirmed on the films provided; however the cause of the event could not be confirmed. Lack of procedural angiograms showing the actual release of the tip capture were not provided. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. It is possible that the angulation observed in the aortic arch may have contributed to difficulties in releasing the tip capture mechanism. Analysis of the returned videos did not reveal any obvious out of specification stent graft integrity issues. A device issue cannot be ruled out as a potential cause. However, the delivery system was discarded and a product investigation could not be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.